Event description:
It was reported that this device was moving inside the patient's device pocket. A revision procedure was performed to resolve this. No additional adverse events were reported.

Event description:
It was reported that this device was moving inside the patient's device pocket. A revision procedure was performed to resolve this. No additional adverse events were reported. Additional information was received indicating the device had migrated and caused discomfort to the patient. It was suspected the suture had broken. The pocket was opened and the device was successfully repositioned. No additional adverse patient effects were reported.